Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a laparoscopic diaphragmatic hernia repair procedure. The tacking device was being applied to the diaphragm. There was pericardium injury as a result of the event. There was unanticipated tissue loss and tissue damage. In order to resolve the issue, reanimation activity. The patient is currently in a coma.